Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. On behalf of the customer, a caregiver reported receiving lower sensor scan results of 53 and 61 mg/dl compared to readings of 311 and 430 mg/dl obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear is unknown. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer had contact with a physician over the phone who advised administering sweets for treatment. The customer was provided with sweets for treatment by a non-healthcare professional. The customer was provided with sweets for treatment by a non-healthcare professional. The customer had contact with a home care physician who administered insulin (dose/type unspecified) for treatment. There was no report of death or permanent injury associated with this event.